Event description:
Revision surgery due to joint instability 2 months and a half post op. The femur component and the insert were replaced. It was reported that the implants were not loose and seemed in good working order.